Manufacturer narrative:
Corrected data: b5, d1, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that one yukon polyaxial screw fractured at t2 and one yukon set screw migrated approximately 6 months post-operatively. Revision surgery has not been performed. This report captures the set screw.

Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively. Revision surgery has not been performed. This report captures the first of two yukon polyaxial screws.

Event description:
A company representative reported one yukon polyaxial screw fractured at t1 post-operatively. Revision surgery has not been performed.